Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation since the product is not available and has been discarded. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) hardware removal and revision was performed on (B)(6) 2018 due to non-union and a broken locking screw. The date of the original procedure is unknown. Subsequently, the non-union and broken locking screw were identified. It is noted that the originally implanted trochanteric nail was completely covered with bony overgrowth. Removed hardware included: the nail (intact), a tfna lag screw (intact) and a broken 5.0 mm locking screw. During the removal process, a piece of the broken screw head was successfully backed out. As the surgeon was backing out the remaining piece of broken locking screw with the nail, the screw fragment traveled up the femoral canal and caused a longitudinal femur fracture. It is unknown if the fragment was retrieved. There was a reported surgical delay of ten minutes or less and additional fluoroscopy was required. Although there was no evidence of infection, cultures were taken during the procedure. The patient was implanted with new competitor's hardware (a plate to augment the fixation, and a trochanteric fixation nail). The procedure was completed successfully with the patient in stable condition. This report addressed the longitudinal femur fracture. The need for the revision procedure is being captured under related complaint (B)(4). This complaint involves two devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Sterile part 04.037.163s, lot h135415: manufacturing location: monument. Manufacturing date: (B)(6) 2016. Expiration date: (B)(6) 2026. Component parts were reviewed. Raw material for titanium received from supplier. Certified test report, certificate of analysis and raw material receiving/putaway checklist meet specification. Inspection sheet for tfna assembly inspection met inspection acceptance criteria. Review of the device history record(s) showed that there were no additional issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.